Manufacturer narrative:
Other relevant components include: product ID: 8709sc, (B)(4), implanted: (B)(6)2011 explanted: (B)(6)2017, product type: catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6)2017. It was reported that the manufacturer's representative covered the case on (B)(6)2017 and they did explant the old pump and catheter. It was noted that the product was all being sent to pathology for examination as per hospital protocol, but the manufacturer's representative did not know if the hospital protocol allowed for product to leave the facility but if they called the manufacturer's representative then the manufacturer's representative would return it. It was noted that the old pump was at elective replacement indicator (eri) with only one month to go and a new pump and catheter were implanted. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on (B)(6) 2017 that per the neurosurgeon, the patient had developed a granuloma. It was indicated that surgical intervention occurred but then stated that the neurosurgeon would be revising the catheter on (B)(6) 2017. The date of the event was (B)(6) 2017. The return status of the catheter was unable to determine. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed was unknown. Interventions/actions taken to resolve the issue were unknown. At the time of the report the it was unknown if the issue had been resolved and the patient status was unknown. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.